Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in a therapy that was initiated on (B)(6) 2013 at 23:24:37. During night drain cycle 10, the patient's ultrafiltration reading was 784ml, indicating the home patient (hp) drained 634ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was identified through an event history log review. The cause was the user set the tidal total ultrafiltration removal too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.